Event description:
The customer reported that the companion 2 driver's air compressors did not turn off when the driver was connected to hospital wall air, and the air icon was still lit. This alleged failure mode poses a low risk to the pt, because it does not have any effect on the companion 2 driver's ability to perform its life-sustaining functions. The pt is still being supported by this companion 2 driver. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.